Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2012, the 690r32 heart ring, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the clinic due to complaint of feeling tired and increasing shortness of breath for several months. Interrogation of the device showed that the device had previously had a partial por (power on reset) in (B)(6) 2015 that was cleared. The interrogation also showed that the device was now at eri (elective replacement indicator). Premature battery depletion of the device is suspected. Additionally, it was noted that there were battery voltage discrepancies over the past year's remote transmissions. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.